Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that segments were missing from the patient¿s onetouch ultra meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that at 9:30am on (B)(6) 2018, the meter¿s display showed only half the screen. The patient manages her diabetes with insulin which she self-adjusts. The reporter stated that following the start of the alleged issue, the patient had consumed less food/drink. She indicated that 2 days later, the patient developed symptoms of ¿weakness and sleepy¿. She denied that the patient received any treatment above and beyond the normal routine of diabetes care and management. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The reporter denied that there had been any trauma to, or misuse of, the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Weakness and sleep, after segments were missing from the meter and she had consumed less food/drink.